Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced both a positive and negative result after testing five minutes apart. There was no report of adverse patient impact. The following information was provided by the initial reporter: "customer stated that she tested her son 5 minutes apart & received a positive & a negative results, wants to know how to figure out which one is correct"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive & a negative result¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer stated that she tested her son 5 minutes apart¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced both a positive and negative result after testing five minutes apart. There was no report of adverse patient impact. The following information was provided by the initial reporter: "customer stated that she tested her son 5 minutes apart & received a positive & a negative results, wants to know how to figure out which one is correct."